Manufacturer narrative:
The customer¿s report that the pca bolus dose was not functioning could not be confirmed. Physical inspection noted the device and handset to be in good working condition with no issues. Data from the associated pcu event log was not available for this investigation; the log analysis is based on the pca event log only, which does not contain enough detail to determine what was programmed. Review of the event log for the final infusion was inconclusive since it contained no evidence of an infusion having been started. Testing found the pca module and the pca handset to be functioning properly. The root cause was not determined.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a pca pump did not deliver a dose nor did it record an attempt to deliver a dose when the dose request cord button was pushed. The patient experienced unrelieved pain until the pump was replaced and they were able to self administer the medication as intended.